Manufacturer narrative:
Investigation ¿ evaluation: the cook cutting loop was not returned for evaluation and no photographs have been provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaint history for this product/lot number combination revealed two other similar complaints associated with complaint lot number 7742328. All three complaints were for the same failure mode ¿loop broke¿ and were received from the same customer. Based on the provided information a definitive root cause cannot be established at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the cook cutting loop malfunctioned during an unspecified procedure on a patient. The malfunction was described as the loop broke off inside the patient¿s body. As per the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.